Event description:
It was reported that technical errors indicating internal 12v power failure and exceeded barometer lower limit value were generated. (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).